Event description:
Hives, hair loss, severe inflammation, anxiety, skin, energy levels, continuous weight gain regardless of anything done. I had mentor saline implants and had them removed (B)(6) 2018, all of my symptoms have subsided or improved since explant.